Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection noted dried blood/body fluid and tissue in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead body was verified to be twisted. This confirmed the reported clinical observations of twiddler's syndrome and dislodgement. Analysis determined that it was likely the manipulation of the device in the pocket may have resulted in the lead helix retracting.

Event description:
It was reported that during a normal follow-up visit the right ventricular (rv) lead exhibited loss of capture (loc). An x-ray was taken which found the lead had dislodged and rolled up in the pocket. A fractured lead due to twiddler's syndrome was also observed. A revision procedure was performed where the rv lead was explanted. Upon explanation, the setscrew was noted to be retracted, however review of the post-implantation x-rays show proper extension. A new rv lead was successfully implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a normal follow-up visit the right ventricular (rv) lead exhibited loss of capture (loc). An x-ray was taken which found the lead had dislodged and rolled up in the pocket. A fractured lead due to twiddler's syndrome was also observed. A revision procedure was performed where the rv lead was explanted. Upon explanation, the setscrew was noted to be retracted, however review of the post-implantation x-rays show proper extension. A new rv lead was successfully implanted.